Event description:
Reporter alleged blood glucose measured 200 mg/dl back to back with a result of 93 mg/dl when testing was performed within 10 minutes of each other at 7:15 am. Report stated no other actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.